Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire became stuck in the lumen of the left ventricular lead and could not be removed. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The stylet/guidewire was damaged. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the stylet stuck in lead and could not be removed. Visual inspection found that the guidewire tip was damaged. It bent inside of the lead tip nose at lead distal end. If information is provided in the future, a supplemental report will be issued.